Event description:
Per the clinic, anterior portion of receiver/stimulator extruded through skin and subsequently an infection occurs at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 16, 2024.

Manufacturer narrative:
This report is submitted on april 5, 2024.